Event description:
The pt reported experiencing unexplainable elevated blood glucose for 2 weeks. He stated that during the night of (B) (6) 2010, his blood glucose measured 600 mg/dl. He injected insulin via pen to lower his blood glucose. He found that the cartridge compartment of the infusion device was wet with insulin. He switched to his backup infusion device and programmed an extended bolus. He stated when he woke up, his blood glucose measured 150 mg/dl. His normal blood glucose level is 140 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.